Event description:
It was reported that during device change out, the implantable cardioverter defibrillator can was found to be swollen. The device was explanted and replaced. The patient was stable.

Manufacturer narrative:
The reported event of material deformation was confirmed. Final analysis found the device can to be swollen with no consequences to device longevity or functionality.